Event description:
Same case as MDR 6000089-2006-00359. 374 days after a coronary artery drug eluting stenting treatment procedure the patient expired from lung cancer. The index procedure treated one target lesion. Target lesion 1 was a 3.3mm vessel diameter, 75% stenosed region of the mid right coronary artery. (Rca). The lesion was 24.0 mm in length , was mildly tortuous with moderate calcification. The physician predilated the lesion prior to placing two overlapping taxus express2 8.8% drug eluting stents without complication. The taxus stents placed overlapped by 1.0 mm and were 3.0x16mm and 3.0x24mm in size. Residual stenosis was 10% after deployment. The patient was discharged from the hospital 1 day post index procedure receiving asa, plavis and lipitor. The site reported that the patient expired 374 days post index procedure from lung cancer. No autopsy was performed in the opinion of the physician the target vessel was not involved in the death.